Event description:
It was reported that there were low impedances occurring on the atrial lead. It was also noted that there may be some noise over sensing occurring, possibly due to unipolar configuration. The lead is still in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.